Manufacturer narrative:
(B)(4) - device 7 of 20.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 20 infusion sets adhesive since (B)(6) 2024. The infusion set fell off during use. The infusion set was in use for maximum of 12 hours. The blood glucose level of the patient was 54-250 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.